Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 56 mg/dl with unsteadiness when standing and walking. It was reported the patient primed while attached to the pump. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. No device malfunction was alleged or indicated. This complaint is being reported because the reported health event was attributed to use error.